Event description:
It was reported that the patient presented to the ep lab for a scheduled pacemaker generator replacement procedure for normal eri. During the procedure, the physician was unable to remove the rv lead from the generator. The physician surmised that the set screw was stripped. The physician elected to cut the chronic rv lead and implanted a new rv lead. The patient tolerated the procedure well and was in a normal, stable, hemodynamic state.

Manufacturer narrative:
The reported inability to loosen the ventricular set screw was confirmed in the laboratory. Visual inspection identified calcified blood was filling the ventricular setscrew inset. The calcified blood prevented the wrench from engaging the ventricular setscrew and resulted in difficulty loosening the set screw. The blood most likely came through the hole punched through the septum by the torque wrench in the field.